Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator passed functional and pre-use check tests and no malfunction was found. The received logs confirmed the reported low o2 concentration at the time of event. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The hose system used at the time of event was not available for investigation, therefore the root cause for the reported issue could not be determined.

Event description:
It was reported that the ventilator generated alarms for low o2. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).